Event description:
The patient had an infected and eroded pump, and their pump was being explanted on the date of the report. There was no intrathecal baclofen (itb) weaning process leading up to the pump explant. The patient was reportedly a high risk for itb withdrawal because their itb dose was not weaned down prior to an abrupt therapy discontinuation and pump explant.

Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l50554, implanted: (B)(6) 1998, product type: catheter. (B)(4).